Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that two of her infusion sets broke from the hard-plastic core site as the glue came apart while she was sleeping. Reportedly, detachment occurred at the plastic round connection piece from the site and the tubing came out of that circle. The location of site and pump was on her hip. The infusion was used for three days. The infusions were stored inside the home in a cabinet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.